Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 167 reports, regarding 167 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. Improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the nominal pressure value. Gas embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure settings and close damaged blood vessels at once. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the as-ifs1, airseal ifs, 120v was being used ¿a couple years ago" (aug2023) during a tamis procedure and ¿while trialling airseal, had a patient experience significant subcutaneous emphysema. The procedure was completed without the use of an alternate device and there was no delay. Per further assessment it was reported. "The surgeon let me know the patient recovered fine, just needed a longer hospital stay until the emphysema subsided." This report is being raised due to the reported injury related to a device being used during a procedure without any report of a malfunction, where the patient experienced subcutaneous emphysema.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the as-ifs1, airseal ifs, 120v was being used ¿a couple years ago" ((B)(6) 2023) during a tamis procedure and ¿while trialling airseal, had a patient experience significant subcutaneous emphysema¿¿ the procedure was completed without the use of an alternate device and there was no delay. Per further assessment it was reported "¿the surgeon let me know the patient recovered fine, just needed a longer hospital stay until the emphysema subsided." This report is being raised due to the reported injury related to a device being used during a procedure without any report of a malfunction, where the patient experienced subcutaneous emphysema.